Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Reporter's results were 69 and 117 mg/dl. Reporter did not have any symptoms. A control solution test was in range. On followup, the reporter stated checking the confirmation dot. Reporter has not been using control solution, and had never cleaned the meter. Reporter's technique of applying blood, as reporter described, is accurate. No harm was alleged.